Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the plastic window is cracked. Functional testing was performed and could not be completed because the receiver would not boot up; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. Due to moisture damage, the reported event of an overheating receiver was not confirmed. A root cause could not be determined.